Manufacturer narrative:
Complaint conclusion: the 2mmx2cm 90cm saber pta balloon catheter (bc) was delivered to the target lesion and inflated but ruptured at 2 atm (two atmospheres). Therefore, it was removed from the patient and exchanged for another new balloon. The procedure was finished successfully. There was no report of patient injury. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The lesion was heavily calcified. The rate of stenosis was unknown. An ipsilateral antegrade approach made. After the lesion with a guidewire, the saber pta balloon was delivered to the lesion and inflated. However, it ruptured at 2 atm. There was no damage noted to the box, pouch, hoop, or balloon sleeve and there was no reported difficulty removing the balloon sleeve from the device. There were no anomalies noted during the prep of the device and there were no kinks noted prior to use. The device was removed in one piece from the patient and did not separate or break into two more pieces at any time during the case. It is unknown if the device was easily removed from the patient and if force was ever required when utilizing the device. Further requested details were unknown by the affiliate. The product was returned for analysis. A non-sterile saber 2mm x 2cm 90cm bc was returned. Per visual analysis, the balloon appeared to have been inflated and deflated previously. No other anomalies observed. A leak test was performed and a leakage was noted on the balloon. Per sem analysis the external surface of the balloon revealed a tear, with associated scratch marks. The balloon internal surface revealed no evidence of damage. The proximal marker band exhibited no anomalies. A device history record (DHR) review of lot 17097255 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6) . This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Review of lot 17097255 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
The report received indicated that the 2mmx2cm 90 saber pta catheter was delivered to the target lesion and inflated but ruptured at 2 atmospheres (atm). Therefore, it was removed from the patient and exchanged for another new balloon ( (B)(4) ). The procedure was finished successfully. There was no report of patient injury. The product was clinically used and it will be returned for analysis. The patient's information was unknown. The target lesion was the superficial femoral artery. The lesion was heavily calcified. The rate of stenosis was unknown. An ipsilateral antegrade approach made. After the lesion with a guidewire, the saber pta balloon was delivered to the lesion and inflated. However, it ruptured at 2 atm. There was no damage noted to the box, pouch, hoop, or balloon sleeve and there was no reported difficulty removing the balloon sleeve from the device. There were no anomalies noted during the prep of the device and there were no kinks noted prior to use. The device was removed in one piece from the patient and did not separate or break into two more pieces at any time during the case. It is unknown if the device was easily removed from the patient and if force was ever required when utilizing the device. Further requested details were unknown by the affiliate.